Manufacturer narrative:
Pictures were provided indicating that the tubing was completely cut through near the y-adapter. The sample may be available for eval. Add'l info regarding this incident has been requested. If add'l info and/or the sample is received, a supplemental report will be submitted. (B)(4).

Event description:
After closing the extension tubing with the clamp, the clamp cut the tubing. The catheter was removed and another device was inserted. There was no harm to the pt as a result of this accident.